Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Record is for right side. Device remains implanted.

Event description:
Patient reported deflation. Healthcare professional reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as cracked valve seat diaphragm valve and an opening assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.